Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were not evaluated as CAPA 50210 has been initiated. An absolute root cause for this incident cannot be determined. CAPA 50210 has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that 23g bd vacutainer® pbbcs with pre-attached holder had severed tubing. No injury or medical intervention reported.